Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a ¿tiny wound¿ at the needle puncture site which occurred on an unspecified day after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. No photo was provided. The patient was experiencing pain and was concerned the area may be infected; therefore, he consulted a doctor for evaluation. The patient was prescribed an unspecified oral antibiotic. It was reported that the wound healed completely after 2 weeks. The patient was ¿okay¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.